Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal tip had been split and stretched. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, on both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split dilator tip, torn seal and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure, a crack was noted on the tip of the dilator and a blood leak occurred. The sheath was replaced with the same model device to complete the procedure with no adverse consequences to the patient.